Event description:
Event description boston scientific received information that this right atrial lead dislodged and was no longer functioning. It appeared as though it had attached to the valve. As a result, the lead was capped and abandoned surgically. No adverse patient effects were reported.